Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. The customer's blood glucose reading was in the 400 mg/dl to 500 mg/dl range. Troubleshooting was done for no delivery and when customer pushed in plunger the insulin did not exit. Customer tried with a new reservoir and it worked. The customer was informed that the alarm may have been due to the set and reservoir connection.. The customer stated that the device would not be returned.